Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a polarcup trial insert nav 22/49 broke off outside of the wound after being used. Surgery had been completed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, a polarcup trial insert nav 22/49 (article no. 75023359 / lot number a75251) broke off outside of the wound after being used. Surgery had been completed, without any delay, with the same device. Patient was not harmed as consequence of this problem. The complaint device, intended for use in treatment, was returned for investigation. The production documentation was reviewed. No deviations from the standard operating procedure were found. The complaint history review was performed, no further complaints for devices of the same lot were found. The risk management review was performed, the severity and the failure mode are covered through our risk management. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.